Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains no further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. The reported issue may be attributed to procedural technique or pre-existing conditions. A clinical investigation concluded; the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was communicated, that the dressing was changed and the symptoms were resolved after two hours. Since no further harm is anticipated no further clinical assessment is warranted at this time. The associated risk file contains the reported event. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained flush and so itchy at the dressing area and the patient couldn't sleep, then the nurse replaced with a colloidal dressing and the symptoms were relieved after that.